Manufacturer narrative:
UDI: (B)(4) concomitant product(s): greater trochanter femoral nail - green right pn: 47249232010 ln:62811059. Report source: the event occurred in (B)(6). Reported event was confirmed by review of x-rays provided. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Product not returned.

Event description:
It was reported that a removal surgery was performed because the patient recovered from her fracture. During the surgery, when the surgeon tried to remove the screw, a femoral supracondylar fracture occurred. The surgeon implanted two screws to correct the fracture. As a result of the event, an unknown delay in procedure occurred.